Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with a blood glucose (bg) level of 54 mg/dl after not meal announcing for a chicken biscuit breakfast. The user¿s glucose subsequently rose into the 80s without intervention. At the time of the call, the user¿s bg was within range. No symptoms, hospitalization, or medical intervention were reported. No long-term health effects were reported.